Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they were trying to change the numbers on their implant and got a message that said the internal device battery is low. Patient was told at the time of time of implant that their battery would last 5 years but could vary depending on settings. Patient reported the last 9 months the interstim therapy has not been working worth a darn and their bladder symptoms have been back to baseline. Patient had been changing programs and amplitude every 2 weeks based on the recommendation of their primary care provider because they had moved and no longer have a managing physician for their interstim. Patient denied any falls or traumas that could have affected their lead but stated they did have an incident in (B)(6) and they ended up in the hospital; patient did not specify what the incident was. Provided physician listings and recommended the patient discuss their onset of symptoms with new managing physician as well as possible battery replacement. Additional information was received from the patient on 2026. They reported that their battery died and had to be replaced in (B)(6) 2026. It was uncertain what most likely caused or contributed to this issue.